Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy-assisted distal gastrectomy, at the first firing when performing stomach resection, the second firing in the whole procedure, the device could not be fired. The firing stopped after proceeding a little bit. When checking the tissue which was released from the jaws, there was no trace indicating the tissue was cut off by the staples or the knife. The procedure was completed without problem by a new cartridge and the handle without being replaced. The status of the patient was reported as no problem.